Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00100. It was reported that loss of capture and possibly perforation were observed on the right ventricular (rv) lead. The patient was stable and was scheduled for lead reposition in the following day. The lead was pulled back, and after repositioning the rv lead, the lead helix failed to extend. The lead was explanted and replaced. The patient was stable.